Event description:
Received kn95 masks which fit tests using the portacount was utilized; 0 of 10 passed with a median fit factor of 14.8 (highest fit factor recorded was 23). Also multiple tests on the kn95 following the user instructions on how to configure the straps were attempted, which also failed. Staff felt they smelled like burning tires. FDA safety report ID# (B)(4).